Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of vf due to noise were noted. No source of emi was detected. The device aborted therapies. Loss of pacing therapy was revealed. Noise was not reproducible and lead tested normally. The lead was disabled and will be replaced. No further information is available.